Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not change the battery in her insulin pump due to a stuck battery cap. The patient's blood glucose at the time of incident was 503 mg/dl, which she treated via manual insulin injection. During troubleshooting the customer was able to remove the battery cap with a nickel. The insulin pump was not returned for analysis.